Manufacturer narrative:
Correction: section h6: clinical code should have been "no clinical signs symptoms or conditions" instead of "discomfort".

Event description:
Related manufacturer report number: 2017865-2024-70212. It was reported that a high capture threshold was observed on the right atrial (ra) lead. The patient had a history of twiddlers. The ra lead and defibrillator were explanted and replaced. The patient was stable before, during and after the procedure.